Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the positioning issues was determined to be patient movement as the patient coughing caused the impella to pull back across the valve. Wireless reaccess is not permitted per the IFU. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 57 year old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the pump came out of position. There was no harm or injury noted. The pump was replaced and support proceeded on the second pump.